Event description:
Purchasing agent reports that the hospital called and stated having an applier that is not holding the clips. No pt and/or user injury reported. No intervention reported.

Manufacturer narrative:
Sample requested, but not returned yet. Investigation report not available at time of this report.